Manufacturer narrative:
Product ID 8781, lot# n435098005 serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
The patient was having spasms at the time of report. The patient had a fluid collection at the pocket and was wondering if was coming from the pump, a cerebral spinal fluid (csf) leak or serous fluid? It was reported that the fluid had been there fore days. The patient was in the emergency room four days ago, when they sowed a small opening and now the patient was back in the emergency room. The physician ordered a cat scan. It was noted that the manufacture representative did not think there was any volume discrepancy. It was reported that the patient was scheduled to have the pump replaced on 2014 (B)(6). They were going to look for a source of leak, when the pocket was opened it was clear it was an infection, filled with pus. The plan was to remove all hardware and treat for withdrawal. It was unsure why it was infected. It was reported that the manufacture representative never saw the catheter just the pump pocket. The manufacture representative did not see spasm in the patient and reported that the patient appeared to be comfortable. As of 2014 (B)(6), the patient was in the intensive care unit to treat for possible withdrawal. The pump system was delivering lioresal. 2014 (B)(6). (B)(4). Document contained no new information (no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient developed small serosanguineous drainage after the (B)(6) 2014 revision. The patient presented to the emergency room (ER) 4 days later with worsening spasm and pain. The wound also appeared to be worse and purulent material was expressed. The wound (abdominal pocket) was deemed infected and the patient agreed to surgical exploration. A lumbar incision was made and the two catheter segments were found and disconnected in order to test the csf for cell count and culture. The area was debrided and by cutting away the dense scar tissue and removing the retention stitches. The area was then closed in a sterile layered fashion. A separate surgical team then opened the abdominal incision and a purulent material was encountered and a sample was sent for culture. The pump and catheter were then removed. The mesh pouch that was previously used during initial implant was located and also removed. The mesh also appeared to be infected. An aggressive 2l washout was performed using a special instrument. The decision was made to pack the wound as a tight closure lead to an accumulation of purulent material again. After the surgery, the patient was sent to the neuro intensive care unit (ICU) for close observation to prevent baclofen withdrawal. The patient was going to be supplemented with oral baclofen in the meantime. The patient had not recovered, as the event was ongoing.